Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The patient reported that she was a new user and she experienced a severe reaction to the adhesive. The sensor was inserted into the abdomen on (B)(6) 2021. After 10 days, the patient stated the skin under the sensor was red with bumps. She was evaluated by her healthcare personnel (hcp) on (B)(6) 2021 and was prescribed oral and topical antibiotics, and two different topical cortisone creams. At the time of report, the reactions had improved. No additional patient or event information is available.